Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated the myocardium and the patient experienced chest pain. The lead also exhibited loss of capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.